Event description:
It was reported that a patient connected to the patient line for their initial drain prior to the line being properly primed for peritoneal dialysis therapy. The patient was unsure how to reprime the patient line and observed a gap of air in the line when they connected themselves for therapy. A technical service representative (tsr) helped the patient end therapy and instructed the patient to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the patient was connected to the patient line before the line was properly primed. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.